Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for system error 105. It was also reported that there was no patient injury.